Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis -the skull clamp has been inspected and the function of the locking mechanism is within specifications. At the customer's request, we will replace the floating ratchet to achieve the desired engagement effect. In addition, the associated small parts and rolling elements will be replaced. Root cause - the skull clamp has been inspected and the function of the locking mechanism is within specifications. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after repairs were made to the mayfield modified skull clamp (a1059), the swivel base lock was very hard to move and they were unable to feel if the lock is closed. There was no patient contact or injury.